Event description:
Initial reporter indicated that a handheld computer's screen froze after a parameter was changed on the programming screen following interrogation. A soft reset was performed to resolve the issue. The device will not be returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.